Manufacturer narrative:
Corrected fields: b5. Describe event or problem. H6. Impact codes. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and caused an inappropriate shock due to over counting of atrial and ventricular signals. Consequently, the lead was repositioned. Lead remains in service. No additional adverse patient effects were reported. Additional information indicates the dislodgement was confirmed through x-ray. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and caused an inappropriate shock due to over counting of atrial and ventricular signals. Consequently, the lead was repositioned. Lead remains in service. No additional adverse patient effects were reported.